Manufacturer narrative:
Product event: (B)(4). Receipt of complaint information triggered formal investigation (B)(4) which is currently in process.

Event description:
During a breast oncology case, one of the wires broke during capture on the intact wand. The wire remained attached to the device tip. Nothing remained in the patient and there was no patient harm.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a breast oncology case, one of the wires broke during capture on the intact wand. The wire remained attached to the device tip. Nothing remained in the patient and there was no patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.